Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2019, a patient (pt) from argentina called to report a diagnosis of corneal ulcer (unspecified eye) approximately one month ago ((B)(6) 2019) while wearing acuvue® 2® brand contact lenses (cl). The pt was treated by an ophthalmologist (unspecified) and was prescribed eye drops (unspecified). The pt was instructed to discontinue cl wear for ¿a while¿. No further information was provided. Multiple attempts have been made to contact the pt for additional medical information and ophthalmologist contact information. No additional information has been received. This event is being reported as a worst-case event as the diagnosis and treatment were unable to be verified. The availability of the suspect cl is unknown. The lot # is unknown. No product or lot information was available. No analysis could be conducted. If any further relevant information is received, a supplemental report will be filed.